Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2014 confirming the reported event of inaccurate readings.

Event description:
Patient's mother contacted dexcom technical support on (B)(6)2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2014. The patient's mother did not report injury or medical intervention.